Event description:
It was reported that during implant the physician reportedly had a difficult time placing the lead and getting "good numbers" on the pacing lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).